Manufacturer narrative:
This follow-up report is submitted to FDA in accord with applicable regulations ¿ and as indicated by terumo cardiovascular systems in the initial report submitted to the FDA on january 10, 2020. Upon further investigation of the reported event, the following information is new and/or changed: h6 (identification of evaluation codes 2645, 10, 3331, 3224, 19). Patient code: 2645 - no patient involvement. Method code #1: 10 - testing of actual/suspected device. Method code #2: 3331 - analysis of production records. Results code: 3224 - optical problem identified. Conclusions code: 19 - cause traced to user. A visual observation of the internal components using a monocular was conducted. It was discovered that there was a crack on one of the internal lenses which resulted in a cloudy and blurry visual field. The labeling for the device stresses the importance of how fragile the device is and instructs the user to handle the product with extreme care to prevent damage to the device. All available information has been placed on file in quality management for appropriate tracking, trending, and follow-up.

Event description:
New information received that during setup the scope was cloudy and blurry. There was no delay in the procedure, the product was changed out and the surgery was completed successfully.

Manufacturer narrative:
Terumo has not received the device for evaluation; therefore, the investigation has yet to be completed. Terumo plans on submitting a follow-up report when the investigation is complete and when more information becomes available. (B)(4).

Event description:
The user facility reported to terumo cardiovascular that the scope had an issue. It is unknown when this event occurred, whether the product was changed out, whether there was a delay in the procedure or if there was any effect on the patient or results of the surgery. Due to the unknown information for this event, it is being reported. Terumo continues to attempt to gain more information regarding this event from the user facility.